Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. There were additional observations that were not reported by the site. The instrument had charring and localized melting on the bipolar yaw pulley due to potential arcing from the broken conductor wire. The thermal damage was found at the base of the yaw pulley near the grip. The instrument failed an electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the maryland bipolar forceps instrument was not working during the case and not delivering energy due to a broken cable. The case was completed using another instrument of the same type. There was no report of patient harm due to this event.